Event description:
The reported stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. After the lens was inserted into the patient's eye, the patient noticed something on the lens possibly a spot. The lens was removed with no patient injury.

Manufacturer narrative:
Evaluation method: lens work order search. Results: visual inspection of the returned product found a small tear on the optic. The lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: lens work order search. Results: visual inspection of the returned product found a small tear on the optic. The lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reported stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. After the lens was inserted into the patient's eye, the patient noticed something on the lens possibly a spot. The lens was removed with no patient injury.